Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had a surgery to remove the devices and since then she has no more pelvic pain neither other non-serious events (positive dechallenge). Therefore, given event's nature and positive dechallenge, a causal relationship with essure use cannot be excluded. Since essure removal was required, this case ie regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 11-aug-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had essure problem free for 3 years. According to her, one year previous to this report (2014), she had surgical removal and states that since then she does not have daily headaches, pelvic pain, abdominal pain, chronic fatigue or joint pain (all gone). Company causality comment: this spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to required intervention and is listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had a surgery to remove the devices and since then she has no more pelvic pain neither other non-serious events (positive dechallenge). Therefore, given event's nature and positive dechallenge, a causal relationship with essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. Technical assessment is expected